Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05322. Per the manufacturer's device record database, the patient had two leads for off-label use. It was reported the patient underwent surgical intervention on (B)(6) 2015 to have both leads buried deeper. During the procedure, the doctor accidentally pulled the leads out of the patient. As a result, the doctor decided to replace both leads. Surgical intervention resolved the patient's issue.